Event description:
Reporter alleged customer was unable to read the use-by date and lot number on the blood glucose monitoring test strip vial. It was stated the expiration date and lot number were smudged. No actions or treatment was received reportedly as a result. A request was made for the return of the suspect product and replacement product was sent.